Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. No frozen screen noted. The insulin pump had moisture damage on electronics. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump has moisture under the lcd screen. Customer's blood glucose level at the time 186mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.